Manufacturer narrative:
H3, h6: the device was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include a component failure. No lot/serial number has been provided; therefore, a document review is not possible. A complaint history review was performed and showed other related failures. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment, a no sting skin prep spray japan could not be used because it was impossible to push the actuator of the pump. There was no backup, so the customer did not use any skin prep product. No patient harm. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.